Event description:
It was reported the device battery was excessively discharged as noted by the alert on a remote merlin transmission, indicating that the device had reached elective replacement indicator earlier than expected. Another alert was received indicating the device was in backup vvi mode. Review of the transmission confirmed the elective replacement indicator trigger and the low battery measurements. The patient was reported to have been feeling fatigue. The device was explanted and replaced. The patient is stable following the procedure and discharged.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in (B)(6) 2016. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.